Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported by the customer to health canada that "during procedure, the device get stuck and broke, shearing one tine off the shaft. The surgeon tried to retrieve the broken tip but was unable to and decided to continue with surgery. X-ray confirmed that the reamer tip and implant were together in canal.

Event description:
It was reported by the customer to health canada that "during procedure, the device get stuck and broke, shearing one tine off the shaft. The surgeon tried to retrieve the broken tip but was unable to and decided to continue with surgery. X-ray confirmed that the reamer tip and implant were together in canal."

Manufacturer narrative:
Please note the corrections to d9/h3 as the device was not returned for evaluation. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition unknown.